Event description:
Patient was moved to transport cart when blankets were moved and staff found foley catheter in bed next to the patient. When catheter was examined, about a half inch of tip of catheter was missing. Missing tip was not found in bed linen. Patient had been admitted three days prior to event with volume overload, acute renal failure, and chronic renal insufficiency. Foley catheter was placed and was working until two days later. Patient is quite confused and lethargic at times. Patient had not voided since foley broke. Another foley catheter was placed the next morning, and 1500 millimeters of urine was obtained. The next day, patient was taken to surgery for removal of foreign body (broken catheter tip/balloon) which was visualized floating in the bladder and was removed cystoscopically without complication. Patient had another catheter placed the following day to begin dialysis. Patient was more alert post-op, but still lethargic. None of the catheter was saved for investigation. Surgeon stated in report that foley balloon appeared to have ruptured. Unknown whether the catheter malfunctioned or the patient pulled the foley out. Patient is still hospitalized, unrelated to this event.